Event description:
Bipolar attachment/cord broke. A new ligasure had to be opened to complete the procedure. Product had patient contact but no patient harm. Manufacturer response for ligasure 5mm-44cm l-hook, (brand not provided) (per site reporter). Field rep has been notified.